Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose of 595 mg/dl with large ketones and nausea associated with an alleged prime issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient was unable to prime. It was also noted that the patient was received alarms. It was also noted that the patient pre-filled the cartridges and at the time, the cartridge appeared empty. This complaint is being reported because the patient experienced hyperglycemia associated with user error (pre-filling the cartridge and there was no insulin in the cartridge) and not a pump malfunction.